Event description:
It was reported, the female pt, who was diagnosed with aortic valve regurgitation, mitral valve stenosis and regurgitation, tricuspid valve regurgitation, and chronic atrial fibrillation, was admitted in 2007 for triple valve surgery. The aortic valve was replaced with a 21 mm sjm regent valve (model 21agfn-756), the mitral valve was replaced with a 29 mm sjm masters series valve, and a cosgrove-edwards ring was utilized to perform the tricuspid annuloplasty. Intraoperatively, an echocardiogram was performed demonstrating all valves to be functioning normally with good cardiac contractility. Approximately 40 minutes of cross-clamp removal time, massive bleeding was observed emanating from behind the heart. The pt was re-heparinized and after establishing bypass, a large tear was observed behind the heart, consistent with av groove separation. The surgeon stated that after appreciating the degree of injury and removing the mitral valve, finding hemi-circumferential, full-thickness laceration of the ventricle with transection of the marginal artery branches and bloody hematoma dissecting into the entire aspect of the posterior ventricle, it was determined it was not repairable. After discussion with the pt's family, bypass was terminated and the pt was pronounced.